Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit 30 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the lead and splitter revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not getting adequate stimulation. High impedances were noted. The patient underwent a revision procedure wherein the splitter was removed and the lead was replaced. The patient was doing well postoperatively.